Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) had reconnected the already disconnected transfer set during dwell 4 of 4, while they were connected. The technical service representative (tsr) explained that the hp will need to end the therapy and use manual supplies to drain. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error reuse of single-use product, where the home patient had reconnected the already disconnected transfer set during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.